Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a failing speaker and a failed battery. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac while in docking station but did not turn on using battery power. During this testing the unit provided both audible and visual alarms; however, the speaker audio was not crisp and clear. The battery and speaker were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.